Event description:
It was reported that it was unable to take telemetry during the pump preparation before implant. A single bolus to see if there was any water coming out before the implant was tried, but no water came out from the pump. A new pump was used instead.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.